Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube) and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 289 mg/dl at the time of the incident. The customer stated that they dropped the pump and half the lip where the reservoir goes in broke off. The customer stated that he did his regular exercise a couple of times and felt as if the reservoir did not lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.